Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, access site complications occurred within the femoral vein puncture site due to the sheath not being able to fit in well. The sheath became kinked when trying to insert it into the access site. The sheath was replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.